Event description:
A pt reported blood glucose results of 12.3mmol/l, 20.7mmol/l, 10.0mmol/l, 9.4mmol/l, and 10.3mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.